Event description:
Report received from the USA stating that in the device "the black hose was cut and wires were exposed". The device was being used during surgery. There were no pt or user injuries reported. It is unk if medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental report will be sent.